Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to sepsis and pocket infection. Reportedly, the patient got septic from a percutaneous endoscopic gastrostomy (peg) tube that led to pocket infection. There was no additional adverse patient effects were reported. This rv lead was explanted.